Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, it was hard to cut and push the device as the axios distal nose cone tip was moving. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, it was hard to cut and push the device as the axios distal nose cone tip was moving. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent partially deployed, and the outer sheath was kinked. No damages were noted on the tip/nose cone. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. The stent hub was moved down to the second and fourth position, and the stent was deployed but presented slow expansion issue. The stent was submerged in warm water, but the slow expansion persisted. An electrical test was performed related to the continuity between the rf connector and distal rf electrode, and no issues were noted. In addition, the device was connected to the erbe generator, and bubbles were observed in the saline solution, indicating that the tip was working properly. No other issues were noted with the stent or the delivery system. Product analysis did not confirm the reported event of tip/nose cone material separation as there were no damages found on the tip/nose cone. Furthermore, there were no issues noted during electrical test, and the tip was working properly. There is not enough evidence to establish the cause the observed problem of stent slow expansion as the stent's expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system which means that the stent will be more compressed and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. The observed problem of sheath kinked was most likely due to factors encountered during the procedure such as lesion characteristics, handling of the device, the technique used by the physician (force applied), which limited the performance of the device and contributed to the observed problem. Additionally, the observed problem of stent partially deployed is known and documented in the labeling. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.